Event description:
Perclose sutures were deployed at the end of a transfemoral tavr (transcatheter aortic valve replacement) case to close the access site. There was significant bleeding, and a third device was used to stop bleeding, which was successful. A subsequent angiogram revealed the close devices had obstructed distal flow and a surgical cutdown and repair of the common femoral was needed. The vascular surgery team took over from this point and repaired the common femoral. Reference report: mw5152843. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).